Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of a 40mm abdominal aortic aneurysm on the (B)(6) 2021. It was reported that the renal artery was partially covered (80%) when the bifurcate was deployed. After placement the physician made an attempt to cannulate the renal artery in order to perform percutaneous transluminal renal angioplasty (ptra), but it could not be performed. There was no delay in the blood flow to the renal artery and there was no endoleak, so the procedure was completed. As per they physician the cause of the event was due to patient anatomy as a result of severe tortuosity neck, which affected the fact that the neck became accordion during proximal deployment. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was reported the stent graft was moved up during deployment as it had to be pushed in and implanted to suit the morphology of the blood vessel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.